Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.